Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5554-45 lead, implanted: (B)(6)2002. (B)(4).

Event description:
It was reported that approximately one week post implant a pocket revision was performed due to a pocket hematoma. The pocket was ir rigated and a pouch was added. The device is still in use. No further patient complications have been reported as a result of this event.